Event description:
It was reported via repair work order that the auxiliary had no power due to the auxiliary power cord being disconnected from the inlet filter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.